Manufacturer narrative:
The returned product was evaluated and performed as designed. The pod was found to function with no evidence of any damage or manufacturing deficiencies that could cause the needle mechanism from false deployment. The received device completed sterility within specification and no issues noted that would result in an irritated insertion site. Due to the device being worn, the original state of the device could not be evaluated.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported dermatologist visit for the patient's site irritation. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h / 2016. Using the pod 5 / page 44. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 9 / page 107. Warning: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The father reported his daughter developed a skin irritation while wearing the pod between 4 and 24 hours. The patient visited dermatologist and was prescribed triamcinolone cream to treat the skin irritation.